Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead, which had previously been surgically abandoned, was being explanted due to another manufacture's device eroding through the patient's skin. There were no adverse patient effects reported beyond the surgical procedure.